Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.

Event description:
It was reported that during unrelated procedure, dislodgment of atrial lead was noted. The physician elected to remove and replace the atrial lead on (B)(6) 2025. The patient was stable before, during, and after the procedure.

Event description:
New information received indicates that dislodgment of atrial lead was confirmed via diagnostic imaging during the procedure.